Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to low blood glucose. Blood glucose at the time of incidence was 28 mg /dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not active during low blood glucose event. Emergency medical services was dispatched on (B)(6) 2020. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).